Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd plastipak¿ luer-lok¿ tip syringes had scale marking issues. The following information was provided by the initial reporter : the complainant reported that all 3ml luer-lock syringes from one box were not graded although other packages from this lot were checked and they were graded according to sample.

Event description:
It was reported that 3 bd plastipak¿ luer-lok¿ tip syringes had scale marking issues. The following information was provided by the initial reporter : the complainant reported that all 3ml luer-lock syringes from one box were not graded although other packages from this lot were checked and they were graded according to sample.

Manufacturer narrative:
.6. Investigation summary : 1. Exec summary - no physical device samples were returned. One photo of three 3ml luer-lock packaged syringes were received and evaluated. The images show the three syringes from the clear film side of a sealed package with no print or scale markings on the barrel. The condition observed is non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. These conditions are occurring at or below their expected frequency. Therefore, no corrective action is required at this time. A review of the complaint lot history check was performed and this is the 1st related complaint for (scale marking missing) on this lot # 1320489. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. 2. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 3. DHR review - a lot history review for this batch # 1320489was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.